Event description:
It was reported that during implanting a lead, no macro stimulation was noted up to 10 volts and when the lead was connected to the external neurostimulator is was noted that all electrode combinations had shorted. It was noted that the lead was replaced and the same response and low impedances were observed on the second lead. It was noted that there was 9s and 10s for impedance results. It was noted that a third lead would be tried. Additional information received reported that impedance was checked because the lead did not produce any observable macrostimulation. It was noted that impedances were checked with a screening cable and external neurostimulator. It was noted that the second lead initially had good impedances but did not produce a macrostimulation effect. It was noted that the second lead had low impedances after testing for a macrostimulation effect was performed. It was noted that a third lead was opened and it was observed that all combination had a short. It was noted that a fourth lead was implanted and the patient felt paresthesia at 4 volts. It was noted that impedances were checked and all looked normal on the fourth lead. Additional information received indicated that the stylet was not removed when the lead was inserted into the screening cable. Additional information received reported that it was unknown if there was a breakage of the lead. It was noted that there was no patient death and the patient recovered without sequela. Additional information received reported that the lead was damaged during the implant procedure. It was reported that the first side during the procedure went great. It was noted that the low impedances were observed when implanting on the second side. It was noted that they had great recordings and placed the lead with no issues. It was reported that the second lead had impedances of 1400 ohms before macrostimulation testing was performed. It was noted that the third lead had impedance testing performed at 0.7 and 3.0 volts and all were in the 30-40 range. It was noted that the fourth lead they saw side effects with stimulation and tremor improvement and all the impedances were all normal in the 1600 to 2000 ohms range. It was noted that this lead was left implanted. It was noted that everything visually looked good with the three leads.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Additional analysis of three unknown stylets found the wire¿s parylene coating damaged at the depth stop site. A short was observed in the field and was unable to be duplicated in the lab; however there was visible depth stop damage on the lead and/or stylet.

Manufacturer narrative:
Analysis of the first lead found that the lead body conductor had a short between circuits (overstressed/damaged) at depth stop site. Analysis of the second lead found that the lead body conductor had a short between circuits (overstressed/damaged) at depth stop site. Analysis of the third lead found that the lead body conductor had a short between circuits (overstressed/damaged) at depth stop site. It was noted that there was depth stop damage on all returned leads. It was noted that there were no shorts (dry) on all leads. It was noted that the spacing visual for the connector and electrode ends were acceptable on both ends for all returned leads.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va0ads4, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot# va0ads4, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot# va0ads4, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the first lead found no anomaly. Analysis of the second lead found no anomaly. Analysis of the third lead found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.